Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) generated a "low vacuum" alarm and would no longer pump. The end user swapped out the iabp unit with another iabp unit without issue. There was no harm or injury to the patient and no adverse event was reported.

Manufacturer narrative:
A getinge service territory manager (stm) was dispatched to investigate. The stm powered on the iabp unit which generated an electrical test fails code #50 upon boot up. The stm was unable to duplicate the customer's reported issue and as per the service manual, replaced the motor control board which resolved the electrical test fails code #50 alarm. The stm tested the iabp unit on a test catheter and patient simulator for thirty (30) minutes without issue. Subsequently, all safety, functionality, and calibration checks were performed and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. (B)(6).

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) generated a "low vacuum" alarm and would no longer pump. The end user swapped out the iabp unit with another iabp unit without issue. There was no harm or injury to the patient and no adverse event was reported